Manufacturer narrative:
A follow-up report will be sent upon completion of investigation.

Event description:
Plastic guidewire tip lost in patient vasculature. During venous access via cephalic cutdown, the plastic tip of the guidewire went into the vein during guidewire insertion. Vascular surgery was called in. Plastic tip cannot be seen on fluoro, palpated, or visible with ultrasound. Case was then cancelled, patient taken for a CT scan. Patient status at the time of event alive, no injury.

Manufacturer narrative:
The device has not been returned for evaluation therefore the allegations against the device cannot be confirmed. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Per, j-straightener inspection sheet - 100% inspection: at a distance of approximately 18" inspect molded part for proper shape and form according to drawing. Using 10x microscope, visually inspect the jstraightener for fm, cracks, sinking, discoloration or unfilled areas, exterior part should be smooth. Check the inside diameter to be free of flash. Per instructions for use (IFU): remove the syringe and insert soft tip of guide wire through the introducer needle into the vessel. Advance guide wire guide to required depth. Leave an appropriate amount of guide wire exposed. At no time should the guide wire be advanced or withdrawn when resistance is met. Determine the cause of resistance before proceeding.